Event description:
Information was received indicating that a smiths cadd® administration sets - flow stop leaked at the filter during administration. A nacl 0.9% soloution and three types of cytostatics were being administered. There was no reported injury to the patient.

Manufacturer narrative:
One picture of a cadd administration set was received. It can be observed from the picture that the filter side has no drops or leaks. No testing or thorough inspection could be performed because no samples were provided for evaluation. Per previous complaint a review of the manufacturing process was performed in order to verify that there are no situations or practices that could create the reported event. No discrepancies were found, quality personnel verify that tests are properly performed.